Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient's cannula broke. The infusion set was used for one hour and site was patient's belly. No further information was available.

Manufacturer narrative:
(B)(6).